Manufacturer narrative:
A follow-up report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that the device did not discharge energy via external paddles. The involved pt died but there is no allegation that the device was a factor in pt's outcome. The date of death is unk.